Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen would not calibrate to the stylus. It was indicated that the controller printed circuit board (pcb) required replacement. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top half of the programmer screen would not calibrate to the stylus. The programmer was returned for service. There was no patient involvement.